Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led surgical lighting system and found that the cover had been damaged which is indicative of facility personnel bumping the lighthead into other pieces of equipment. The harmony led surgical lighting system operator manual states (1-4), "caution - possible equipment damage hazard: (continued) do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The user facility elected to have their biomed department make the necessary repairs. The biomed department tested the lighting system, confirmed it was operating according to specifications, and returned it to service. A steris account manager offered in-service training on the proper use and operation of the harmony led 585 surgical lighting system, specifically ensuring to not bump lightheads into walls or other equipment; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the plastic covers detached from their harmony led585 surgical lighting system and fell onto the floor. The cover did not enter the sterile field and the procedure was completed successfully. No report of injury or procedure delay.